Event description:
In 2008, the pt reported he has rec'd an e6 (mechanical error) on his insulin infusion device about once per day for the past 4 days. He stated the e6 usually displayed when he tried to deliver a bolus of insulin. He said he has changed the battery twice. The pt said he had a blood glucose reading of 522 mg/dl this morning with his target range being under 150 mg/dl. He stated he bolused two 25 units of insulin, and his reading decreased to 348 mg/dl. He said his current reading is 361 mg/dl for which he programmed a 25 unit bolus, but he does not believe all of the bolus was delivered as he rec'd an a8 (bolus cancelled) message. When the pt tried to prime, he rec'd another e6. On follow up with the pt on twelve days later, the pt stated his blood glucose readings have returned to his normal range and are "real good." The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.